Manufacturer narrative:
Clinical evaluation: there is no documentation supporting a possible causal relationship exists between the liberty cycler and the patients¿ need for hospitalization for worsening of dyspnea and cough or the subsequent finding of volume over load or the trace bilateral pleural effusions. Additionally, there has been no allegation of device malfunction or that the device did not perform as expected. However, it is highly possible that the poor ultra-filtration was the result of change in rrt modality, which may have led to the fluid over load event. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient was hospitalized from (B)(6) 2017 for a cough.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient was hospitalized from (B)(6) 2017 for a cough.